Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay corrected event description.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an orthopedic salvage knee procedure on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening caused by destabilization of stiffening elements. The locking collar was removed and replaced. Patient further alleges experiencing unspecified complications; however, no revision procedure has been reported to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an orthopedic salvage knee procedure on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening caused by destabilization of stiffening elements. The locking collar was removed and replaced.

Event description:
It was reported that patient underwent an orthopedic salvage knee procedure on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening. The locking collar was removed and replaced.

Event description:
It was reported that patient underwent an orthopedic salvage knee procedure on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening and destabilization of the implant system. The locking collar was removed and replaced. Patient further alleges experiencing unspecified complications; however, no revision procedure has been reported to date.